Event description:
It was reported that during the procedure, t1 and t2 anchors deployed simultaneously. No patient injuries was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the delivery needle is bent on two planes. No ts or suture remain on the delivery needle or were returned. Actuator is in its post t2 deployment position indicating the trigger was cycled multiple times. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Updated. Corrected information.

Event description:
It was reported that during the procedure, t1 and t2 anchors deployed simultaneously. All t's were removed. T2 was deployed through the meniscus and no left outside of it. A backup device was available to complete the procedure with no significant delay or patient injuries were reported.